Manufacturer narrative:
A manufacturer representative (rep) went to the site to test the navigation system. It was reported that the monitor displayed a blue screen. After cleaning the patient data from the system, the system started working normally again. A full system checkout was performed after the cleaning and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the monitor displayed blue screen sometimes. After cleaning the patient data, the system started working normally again. There was no patient present.